Event description:
Additional information was received from the customer which confirmed the image problem occurred during pre-use inspection of a therapeutic endoscopic ultrasound-guided fine-needle aspiration biopsy (eus-fna). The procedure was completed at a later date using a similar device. The device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and a correction to g2. Please see updates to b3, b5, d10, g2, and h10.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the ultrasound probe surface was delaminated. Due to this damage on the ultrasound probe, the displayed ultrasound image was defective with missing elements. This finding was due to physical stress. It was uncovered that the forceps adjustment was malfunctioning, and a repair was performed to change the forceps raising angle. Upon further inspection, it was observed that there was insufficient adhesive in the screw holes of the distal end. It was also observed that the acoustic lens had a chip due to physical or chemical stress. It was observed that there was a loss in water tightness due to a scratch on the bending section cover. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of standard value due to wear of the angle wire. It was observed that the bending section cover had a crack. It was lastly observed that the bending section cover and switch 2 had a scratch due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had an ultrasonic image problem. In addition to this complaint, the customer requested an adjustment to the forceps for preventative maintenance. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was insufficient adhesive in the screw holes of the distal end and the acoustic lens had a chip, which are both reportable events. This medical device report (MDR) is being submitted to capture the reported event as well as the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be prevented by following the instructions for use which state: "do not bend the insertion part of the endoscope with a strong force. The insertion tube may be damaged." "Do not apply shock to the tip of the endoscope, especially to the ultrasonic probe or lens surface. It may cause abnormalities in ultrasound images and endoscopic images." "Do not squeeze the curved part strongly. The covering material of the curved part may stretch or break, causing water leakage." "The endoscope's remote switch cannot be removed from the operation unit. Pushing, pulling, or twisting with strong force may damage the switch or cause water leakage." Olympus will continue to monitor field performance for this device.